Event description:
Additional information provided indicates that the purpose of the procedure was to implant hardware to treat a previously untreated fracture, malunion, of the finger.

Event description:
A report was received regarding a drill evaluation set. As the surgeon was drilling, the drill cold-welded to the drill sleeve and then broke off and remains stuck in the drill sleeve. No parts of the broken drill remain in the patient. The procedure was delayed approximately 5 minutes. The surgeon completed the procedure with another drill. No adverse effect to the patient was reported.

Manufacturer narrative:
Device was used for treatment. A manufacturing evaluation was conducted. A broken off part of a 1.1mm drill bit is jammed into the 1.1mm drill sleeve side. The drill bit as well as the 1.1mm drill sleeve are bent and show marks of a forceps. Because of the jammed drill bit it is not possible to check the relevant dimensions. The DHR review shows that the device met the specification at the time of manufacturing in december 1993. The jammed drill bit and the 1.1mm guiding tube are bent and point to the fact that the device was subjected to inadequate or forcible use. A product development evaluation was conducted. The 1.1mm sleeve of the drill guide is designed to have an mmc (smallest through hole allowable) of 1.12mm. The sleeve is designed of 304 stainless steel, is silver soldered to the instrument handle, and is electropolished and passivated per synthes standards. The packaging and sterility for both instruments is standard for devices of this kind. Additionally, there exists a technique guide explaining the proper indications and usage of both instruments. No other design aspect could have contributed to a failure of this type. Based on the design evaluation, and since it is impossible to determine how the damage to both instruments occurred.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issues were found.